Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic upon discovering that remote transmissions were not being received via merlin.net. It was found that the patient's implantable cardioverter defibrillator could be interrogated and an error message indicating erroneous parameters was received. The egms were unable to be retrieved. The parameters were able to be manually loaded into the device and telemetry was restored. The patient was stable.